Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. Customer cannot blood glucose reading was 44 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.